Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was at end of service (eos). The patient was dissatisfied with the longevity of the ins and said that they were told that it would last for 5 years. The patient stated that they would hate to have a surgery ¿for nothing¿ and asked if it was okay to leave the ins implanted. No symptoms or complications were reported.